Event description:
Boston scientific received information that during an upgrade procedure from a single chamber pacemaker to a bi-ventricular implantable cardioverter defibrillator (ICD), the pacemaker oversensed noise due to electrocautery and inhibited pacing for several seconds. Boston scientific technical services (ts) directed the caller to switch the device to electrocautery mode. The pacemaker was explanted and the competitive right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.